Event description:
It was reported that error 113 occurred because water temperature did not decrease during inspection in an arctic sun device. Per review of wo on 14nov2025, there was no patient involvement.

Manufacturer narrative:
The reported event was confirmed. The root cause for the reported event is a failed chiller pump. The device was evaluated upon receipt. During evaluation it was found that the chiller pump had failed. The chiller pump was replaced. Unit was evaluated for functionality. Arctic sun passed all tests successfully and unit is ready to be back in service. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. See the attached investigation closure memo for more information. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Based on the results of the investigation, no additional actions are needed. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that error 113 occurred because water temperature did not decrease during inspection in an arctic sun device. Per review of wo on 14nov2025, there was no patient involvement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.